Manufacturer narrative:
The customer's meter and 1 test strip were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): returned strip: qc 1: 3.0 inr. Retention strips: qc 2: 3.1 inr. Qc 3: 3.2 inr. The alleged result of 6.6 inr obtained on (B)(6) 2020 was not observed in the meter¿s patient result memory, but the other alleged results were all observed in the meter memory. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to the same meter and a laboratory result using an unknown method. The meter to meter comparison results obtained on (B)(6) 2020 were within a few minutes: the meter result was 6.6 inr. The customer attempted to test again but received an error message. The reporter could not remember what error message was displayed. The meter result was 4.4 inr. The meter to laboratory comparison results obtained on (B)(6) 2020: at 1:15 pm the laboratory result was 3.2 inr. At 2:19 pm the meter result was 4.3 inr. The customer's therapeutic range was 1.0-2.0 inr.